Manufacturer narrative:
Following completion of this investigation, a supplemental report will be completed.

Event description:
It was reported that during the attempted implant of this system, following right ventricular (rv) lead placement with acceptable measurements, the lead tip was inserted into the device header at which time rv oversensing was observed. The physician elected to disconnect and reposition the lead however upon reconnection with the device, oversensing remained problematic. A few additional disconnect and reconnects of the lead tip into the device header were attempted, as air in the header was suspected. The issue remained unresolved, so it was decided to explant the newly implanted rv lead (0692/547554) and reconnect with this device. Following lead placement and device header insertion, the sensing issues remained unresolved and the device deemed faulty. Another device of same model type was then connected and acceptable system measurements obtained. Both attempted implant products are expected to be returned for analysis. No resulting adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this system, following right ventricular (rv) lead placement with acceptable measurements, the lead tip was inserted into the device header at which time rv oversensing was observed. The physician elected to disconnect and reposition the lead however upon reconnection with the device, oversensing remained problematic. A few additional disconnect and reconnects of the lead tip into the device header were attempted, as air in the header was suspected. The issue remained unresolved, so it was decided to explant the newly implanted rv lead (0692/547554) and reconnect with this device. Following lead placement and device header insertion, the sensing issues remained unresolved and the device deemed faulty. Another device of same model type was then connected and acceptable system measurements obtained. Both attempted implant products are expected to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the sensing issues were consistent with body fluid infiltration through the seal plug, coupled with air escaping the seal plug.